Event description:
It was later reported from the physician's office that he did note have the power cable or serial adapter cable associated with the handheld programmer; therefore, they would not be available for return.

Event description:
The handheld programmer (hhd) and associated software were returned to the manufacturer for analysis. Product analysis (pa) for the returned hhd showed no anomalies associated with the hhd performance were noted during testing using the ac adapter or the main battery with a full charge. The hhd programmer performed according to functional specifications. Pa for the associated software showed no anomalies were associated with the flashcard software or databases. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Describe event or problem: this information was inadvertently left off of the supplemental #01 MFR. Report. Conclusions: this information was inadvertently incorrectly reported on the supplemental #01 MFR. Report.

Event description:
The ac adapter and the serial cable associated with the physician's programming system were not received by the manufacturer. Attempts for additional information have been unsuccessful to date.

Event description:
It was reported the physician stated the handheld vns programmer (hhd) was not functioning correctly and would not interrogate vns devices. A tablet was available to the physician and was able to be used successfully with the patients, so that no patients were affected by the hhd. The company representative retrieved the hhd but was unable to perform troubleshooting as the battery was dead and she did not have a charger. The device is expected to be returned to the manufacturer for analysis; however, it has not been received to date.